Event description:
The user facility reported that the cuff inflated and then the bladder broke during a procedure. The case was completed by wrapping the patient's leg with esmarch. There was no clinically significant delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the cuff inflated and then the bladder broke during a procedure. The case was completed by wrapping the patient's leg with esmarch. There was no clinically significant delay, no medical intervention, and no adverse consequences.